Event description:
It was reported that during the firmware upgrade, the pacemaker was tripped into back-up vvi. The device was reprogrammed to nominal settings. The patient was in sinus rhythm and there were no adverse effects to the patient.